Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous bleeping alarm with a countdown was not confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)), collectively contained data spanning approximately 2 days (12jun2023 ¿ 13jun2023 per timestamp and 20jun2023 ¿ 21jun2023 per timestamp). The pump maintained speeds above the low-speed limit while connected to the driveline, and no atypical events were observed. The provided and extracted periodic log files were also reviewed, and no atypical events were observed. The returned system controller was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, and the controller operated a mock loop as intended. Per design, alarm statuses have a timer that counts up in seconds, indicating how long the alarm has been occurring. Alarm statuses will not cause a countdown to occur. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. This section also states that alarm statuses have a timer that counts up in seconds, indicating how long the alarm has been occurring. Alarm statuses will not cause a countdown to occur. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported continuous beeping from their controller. When this occurred, the white cable led lit up and on one occasion a countdown started. These occasions were not captured on log files as the patient experiences a lot of pulsatility index (pi) events. The controller was exchanged.